Manufacturer narrative:
Insulin pump received with button error alarm and intermittent act button response due to corroded keypad traces. Insulin pump powered up properly and no blank display noted. Insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. Unit passed self test. No vibrator anomaly noted during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the customer received a blank display. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.